Event description:
Procedure performed: cataract extraction by phacoemulsification. Surgeon reported difficulty during both phacoemulsification and aspiration of sunction unit, seeming to have too vigorous of sunction and not venting properly when sunction was released. After entire cataract was removed, there was rapid hemmorhage with the lens capsule and iris coming out through wound. Retina was not damaged. Surgeon felt phaco tip was keeping tissue engaged in tip.